Event description:
(B)(6) hospital in (B)(6) admitted my wife for appendicitis in the emergency room. While being admitted they took a covid-19 test in the ER (cepheid xpert xpress sars-cov-2), they alerted her once admitted that she had tested positive for covid-19, however she was never given a fact sheet about which test she was given, they also used this test out of emergency use authorization, as it is intended for persons suspected of having covid-19 and she was in the hospital for appendicitis. The hospital denied re-testing even though she had no symptoms of covid-19 infection. I'd like to report this lab and hospital for using a eua test out of its intended purpose and for not giving her the data sheet that is required by eua. FDA safety report ID # (B)(4).